Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# va08grx006, implanted: (B)(6) 2013, product type: lead; product ID neu _unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator does not work properly. It was noted the patient had back pain ¿all over¿ and down both legs. The reporter stated that the ins works in the patient¿s right side where there is no pain and it hurts when they turn the ins on. The reporter further stated the ins was sending signals and there was no pain there and that was the only place that it works. It was noted the ins was causing pain. It was further noted the ins worked on the patient¿s right side under the arm and down. The reporter stated that the patient¿s pain was worse on their left side. It was noted the patient met with a manufacturing representative on friday and they had a picture of an x-ray that was done. It was further noted that a manufacturing representative was present during the trial and tested it when the patient came out. It was noted that no one had checked the ins until friday. The reporter stated they did not know if there was too much inflammation or swelling at the time of this report and they have no idea what went wrong. The reporter further stated they think he¿s going to put the patient in the hospital and they seem to think they would have to go back in and redo it. It was noted the patient was implanted last thursday. Additional information received reported the patient had stimulation in the wrong location. The reporter stated that stimulation was not working correctly. It was noted that the manufacturing representative was not able to get the ins to work the day of surgery so the patient saw their healthcare professional the following wednesday and a manufacturing representative was able to get the ins working. It was noted that the patient noticed that some time afterwards the stimulation changed and it was not in the right location. It was noted that stimulation was supposed to be for the lower spine and legs. The reporter stated they did not know where the patient feels stimulation and the patient was outside at the time of this report. It was noted that the patient tried recharging saturday for hours however no coupling boxes were shaded. It was further noted the patient did wear a belt and they did adjust the antenna. The reporter stated the ins was down to half and the patient had been cautious about using the ins since they had difficulty recharging. The reporter further stated they did not want to troubleshoot at the time of this report. Additional information was requested, but was not available as of the date of this report.